Manufacturer narrative:
.

Event description:
It is reported that the patient has now been revised.

Manufacturer narrative:
The primary surgical notes received indicate that with the trial components in place, the knee range of motion was 0-130 degrees of flexion, there was no varus, valgus, or ap instability, the flexion and extension gaps matched perfectly, and the patella tracked perfectly well. After copious irrigation, the final components were press-fit in. Range of motion and stability were checked and found unchanged with respect to previous trial. Other surgical notes indicate that 4-5 weeks post-surgery the patient underwent a manipulation of the arthrofibrotic knee to increase flexion from 20 to 115 degrees. No instability was noted. Also, seven months post-surgery the patient underwent arthroscopy of the right knee with scar tissue debridement. Both femoral condyles as well as the articular surface were found to be intact. There was a great deal of scar tissue in the intercondylar notch and anteriorly, which was shaved off. Finally, the patient underwent yet another surgery 3 months later to excise a great deal of scar tissue from the medial and lateral gutters, and the from the suprapatellar area. There was no evidence of infection. Knee range of motion was 0-120 degrees of flexion after debridement. No instability, flexion and extension gaps were matched perfectly, and the patella tracked perfectly well. Per the package insert of the femoral component, pain, swelling, and a poor range of motion are know adverse effects of this procedure. A product history search identified no other complaint for the part and lot combination of femoral component. A definitive root cause cannot be determined.

Manufacturer narrative:
Supplemental information including hospital records was reviewed. The primary surgical notes indicate that the patient underwent tka to treat severe advanced degenerative osteoarthritis of the right knee. With the trial components in place, the knee range of motion was 0-130 degrees of flexion, there was no varus, valgus, or anterior/posterior (ap) instability, the flexion and extension gaps matched perfectly, and the patella tracked perfectly well. After copious irrigation, the final components were press-fit in. Range of motion and stability were checked and found unchanged with respect to previous trial. Other surgical notes indicate that 4-5 weeks post-surgery the patient underwent a manipulation of the arthrofibrotic knee to increase flexion from 20 to 115 degrees. No varus, valgus, or ap instability was noted. Also, seven months post-surgery the patient underwent arthroscopy of the right knee with scar tissue debridement. Both femoral condyles as well as the articular surface were found to be intact. There was a great deal of scar tissue in the intercondylar notch and anteriorly, which was shaved off. Finally, the patient underwent yet another surgery 3 months later to excise a great deal of scar tissue from the medial and lateral gutters, and the from the suprapatellar area. There was no evidence of infection. Knee range of motion was 0-120 degrees of flexion after debridement. No varus, valgus, or ap instability, flexion and extension gaps were matched perfectly, and the patella tracked perfectly well. Per the package insert of the femoral component, pain, swelling, and a poor range of motion are known adverse effects of this procedure. A product history search identified 0 other complaint for the part and lot combinations of femoral component. Upon review of this supplemental information the previous conclusions remain unchanged.

Manufacturer narrative:
It is further discovered that this femoral component did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent surgery on (B)(6) 2015 and was checked for infection which was confirmed as negative. The patient reported pain and is suggesting possible instability of the implant. However; surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A complaint search based on the product and lot combination revealed no similar complaints. The part numbers and lot numbers for other components are unknown; therefore compatibility could not be assessed. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that the patient is experiencing pain and extreme swelling. Patient has undergone several procedures to remove scar tissue.